Manufacturer narrative:
(B)(4).

Event description:
It was reported that bluetooth not working occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of bluetooth not working is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.